Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas alleging the patient's blood glucose on (B)(6) 2015 was 60 mmol/l with diabetic ketoacidosis and loss of consciousness. The reporter noted the patient was hospitalized and treated with insulin via injection and intravenous fluids, they discontinued pump therapy, and the pump's settings were not recently changed. During troubleshooting, it was reported that: the pump's basal history was appropriate for the programmed basal rates; the total daily dose basal history did not match the programmed basal rate for an unknown reason. This complaint is being reported because the reported health event was attributed to an inaccurate delivery issue of unknown cause.

Manufacturer narrative:
Follow-up #1 date of submission 02/23/2016-product analysis: the device was returned and evaluated by product analysis on 02/08/2016 with the following findings: no abnormal pump behavior was duplicated or confirmed during investigation. Review of the pump¿s black box revealed no related issues, alarms or abnormal pump behavior. The total daily dose history was appropriate for the user programmed delivery settings. On (B)(6) 2015 at 23:21, the pump alarmed for an unrelated occlusion alarm; deliveries were resumed on (B)(6) 2015 at 07:11. The pump was manually suspended on (B)(6) 2015 at 17:24; deliveries were never resumed. The pump successfully completed a prime sequence, bolus deliveries, and 24-hour exercise test without issue or alarm. The pump passed a delivery accuracy test. All deliveries performed during investigation were accurately recorded on the pump¿s history. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.